Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and observed persistent elevated blood glucose despite multiple supply changes, with the highest blood glucose documented at 303 mg/dl and duration out of range about four hours; the condition improved after a complete supply change and the ilet did not issue high or low alerts. Symptoms included nausea and tooth soreness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education, along with follow-up to confirm resolution. Investigation of this case revealed an unclear cause of hyperglycemia with no reported damage to the infusion set, cannula, or tubing, and no device alerts, and the event resolved after replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.